Event description:
It was reported that the customer's insulin pump screen went blank and her blood glucose was 500 mg/dl. Customer stated when she put in a new battery, the insulin pump flashed, turned on, and the screen went blank. She also stated she received occasional maximum bolus errors. During troubleshooting, the insulin pump display turned back on after replacing the battery. There was reportedly a crack along the battery compartment, also. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected alarms were noted. The insulin pump was programmed with multiple boluses and basal rates and monitored. The boluses and basals were delivered and recorded properly. No unexpected max bolus or basal anomaly was noted. The insulin pump was received with broken battery tube threads, a broken belt clip slot at the battery tube threads area, cracked reservoir tube lip, cracked reservoir tube window and minor scratches on the display window.